Manufacturer narrative:
H6: investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 20 sealed 24g x 0.75in nexiva units from lot number 1172790. Additionally, five photographs were received for investigation. A gross visual inspection of the returned units found that one of the units was missing half of the print on the label. The print appears to gradually fade away until the print is missing completely. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the inspection process during packaging. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system packaging label had light, illegible print. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about package print permanency of nexiva. According to the customer's report, the print on the package is light and the product information is thus illegible."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system packaging label had light, illegible print. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about package print permanency of nexiva. According to the customer's report, the print on the package is light and the product information is thus illegible."